Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised for second time on (B)(6) 2020 due to dislocation. Primary surgery occurred (B)(6) 2017 and first revision occurred on (B)(6) 2017. During second revision, surgeon explanted 36/+6 standard humeral cup and the 36mm centered glenosphere with screw. Surgeon then implanted a custom offset glenosphere with screw, two stacked +9mm humeral spacers, and a 36/+9 stability humeral cup.